Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment and moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: the pump was returned with moisture in the battery compartment. The battery compartment was cracked in two places. A leak test was performed and failed due to a crack in the battery compartment. Upon pump disassembly, further moisture was found on the printed circuit board. Unrelated to the original complaint, the battery cap threads were stripped and were unable to secure. A test cap was able to secure for testing.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.